Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging an unusual issue with his onetouch verioiq meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the problem with the meter occurred in (B)(6) "just over 2 months ago" following a flight from (B)(4). The patient indicated that he had obtained the meter in (B)(4) and it had worked well for 3 days. However, the csr noted that after the flight, the patient "got a message saying that there was a problem with the strips but he did not see the word "error" on the screen". The patient manages his diabetes with insulin (self-adjuster). He reported that because of his inability to test, intermittently for two months, he "would feel high" and he experienced symptoms of "nmbness in the face". For treatment, the patient reported that he exercised to reduce his sugar levels. The patient denied using any other device to test his blood sugar levels. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The csr walked the patient through resolving the issue but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.